Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13508, 2938836-2019-13510. It was reported that loss of capture on the right ventricular lead and intermittent capture on the left ventricular lead was observed via alerts from remote transmissions. It was noted that the patient had received multiple inappropriate shocks from their device due to patient's condition. It is unknown if the capture issue was due to device output issue or lead dislodgement. Programming changes were made. A revision will not be done because of the unrelated patient's condition. The patient was stable otherwise.